Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Customer states they have only had 2 fps, which were previously captured in MFR report # 3006948883-2020-00575 and MFR report # 3006948883-2020-00569.

Event description:
It was reported while testing for sars-cov-2 false positive results were obtained. It is unknown what type of confirmation testing was performed. The customer stated the staff members tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no reported patient impact. Eua # 201889.

Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 false positive results were obtained. It is unknown what type of confirmation testing was performed. The customer stated the staff members tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no reported patient impact. Eua # (B)(4).